Event description:
It was reported that the patient's right ventricular (rv) lead had high pacing thresholds, high impedance and a suspected fracture, along with noise and oversensing. The lead was explanted and replaced. During the replacement procedure, there was noise on the leads when connecting to the existing implantable cardioverter defibrillator (ICD). There was a suspected issue with the device grommets/setscrews. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The device indicated a damaged grommet.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.